Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 11/07/2016, that on (B)(6) 2016, the patient experienced a low event. The patient woke up to the continuous glucose monitor's (cgm) alarm indicating she had low blood glucose (bg). Patient's fingerstick value read 49mg/dl at around 9:00 am. The patient started sweating profusely and her husband drove her to urgent care. A nurse at urgent care took the patient's bg measurement and patient was at 33mg/dl. The patient was given 1 IV drip of glucose, was also injected with glucose and had an x-ray of her chest performed. At noon, the patient was given food and was discharged at 3:00 pm with a bg value of 170mg/dl. There was no alleged device malfunction. At the time of contact, the patient was okay. Additional event or patient information is not available. No product or data was returned for investigation. The reported low event was not confirmed. A root cause could not be determined.